Event description:
It was reported that the catheter was received broken at the neck of the catheter right above the IFU. There were no patient complications.

Manufacturer narrative:
One adherent clot catheter was received inside a broken white shipping tube. There was no outer box returned with the catheter. The white shipping tube was broken at the bond site. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The product sterility has been compromised. When the catheter was removed from the tube, it was found to be in good condition, although bent at the tube break site. The complaint was confirmed and may to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.